Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral nail confirmed the part had fractured at the lag screw hole. Also noted there were nicks on the returned product. The fractured nail was sent to sem for further analysis. A fracture analysis was performed and determined that the nail experienced two primary fatigue fractures that may have initiated on one side of the nail at the lag screw hole & traversed both sides fracturing the nail into 2 pieces. A possible secondary fatigue fracture may have begun in the opposite direction & could have been the last fracture. A material composition analysis was performed and determine the composition as ti 6-4. DHR was reviewed and no discrepancies were found review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient's femoral fixation nail has fractured less than two (2) months post-operatively. Subsequently, during the revision procedure to remove the fractured nail, the femur had to be drilled out (up to 19 mm) to recover the nail. A delay of approximately 30 minutes was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that a patient's femoral fixation nail has fractured less than two (2) months post-operatively. Attempts have been made and further information is not available at this time.